Manufacturer narrative:
Based on the information provided we are unable to determine a correlation between the patient¿s reported allergic reaction and the bard devices used to treat the patient. It is reported that the patient is currently doing well. With the available information no conclusions can be made. A valid lot number has not been provided, as such a review of the manufacturing records cannot be conducted. If/when additional information is received, a supplemental emdr will be submitted. This emdr represents the 3dmax (device #1). Additional emdrs were submitted to represent the ventralex st (device #2), the optifix straight (device #3) and the bard flat mesh (device #4). Not returned - remains implanted.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the repair of several hernias. As reported, a bard/davol ventralex st was used to repair an umbilical hernia using the open approach. A bard/davol 3dmax mesh was used to repair a left inguinal hernia utilizing a laparoscopic approach and a bard/davol optifix straight device was used to fixate the 3dmax mesh. A bard flat mesh was also implanted during the same procedure. It is reported that the patient experienced a severe allergic reaction the day after the surgery. A reaction to the morphine was excluded because it was given earlier that day. Medications tavegil and hydrocortisone were administered later in the evening for the second time. The patient is also known to have hay fever (seasonal allergies). As reported the patient is currently doing well.